Event description:
It was reported that during a spacer implant procedure, the cap popped off the implant while the physician was trying to open it. The physician noted that the patients spinous processes were very wide giving back a lot of resistance and torque on the spacer. The spacer will not be returned as it was disposed of by the medical facility.